Event description:
Claimant alleges she turned joystick on her power chair off. When she exited the chair, it became operational. She fell forward & the chair wheels rolled over her left leg. Fractured her knee, leg & ankle.